Manufacturer narrative:
This supplemental report is being submitted to provide corrections for the initial MDR and the legal manufacturer's final investigation. Corrected fields: e2 and e3 (e2 and e3 must remain blank). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite xenon light source had an occasional black screen and a black screen in the octagon box. The issue occurred during maintenance after a diagnostic procedure that was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found the following: the allegation could not be reproduced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.